Event description:
A surgeon reports that a defect was noted on the optic of the intraocular lens while the lens was unfolding in the eye. The incision was enlarged to accomodate removal of the lens and sutures were required.